Event description:
It was reported that there was "urgent removal of dynamic flow due to unusual blood loss from insertion site". There was a longitudinal tear in the arterial lumen at the hub to lumen juncture.